Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The batch manufacturing record was reviewed and there were no defects encountered during in-process and final control inspection. The process cards showed no abnormalities. The actual sample has not been received yet and the investigation is ongoing at this time. A follow up report will be provided when the evaluation results become available.